Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump does not alarm no delivery. The customer stated that she is experiencing high blood glucose and had treated with a bolus of 2.2 units of insulin. Troubleshooting was performed and the high pressure test failed. Advised the customer that the insulin pump will be replaced. The customer stated that she noticed the cannula was bent when the infusion set was removed, which caused her glucose level to go up to 439mg/dl. The customer changed the infusion set and her glucose level back to normal. No further information was provided.